Manufacturer narrative:
Other remarks: physician's opinion: dr. Didn't check it by endoscope and it was not clear that the perforation exist or not. It is unlikely to regard perforation as the cause of death. Perforation from patient's condition is one of well-known side effect. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into us.

Event description:
On (B)(6) 2012: stent had deployed. Around 4 days after the patient appealed for abdominal pain. On (B)(6) 2012: CT scan resulted it seemed there was a perforation -like thing around the end of the stent. Dr. Didn't check it by endoscope and it was not clear that the perforation exist or not. The patient's condition was not bad, dr. Decided to monitor the patient. On (B)(6) 2012: the patient died. It is unlikely to regard perforation as the cause of death.